Manufacturer narrative:
A follow-up report will be submitted once the investigation is complete. Patient information was requested.

Event description:
The customer reported that the unit failed with a 3.3 volt supply failure. The customer reported that the unit was in use on patient, but there was no patient harm.

Manufacturer narrative:
The field service engineer (fse) replaced the power management (pm) board to address the reported problem.